Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: during a visual inspection, the keypad was intact with no damage. The battery was inserted and no auditory, or vibratory alarms occurred. A blank display occurred upon battery insertion. The functionality of the keypad was unable to be tested. The keypad was removed to find no contamination under the button contacts. Evidence of moisture was found behind the display lens and inside the battery compartment. Cracks in the battery compartment were found in the thread area, and below the grip pad. A crack in the cover was found between the corner of the display lens and the case seal. A leak test was performed and failed due to leaks at the battery compartment crack, and at the cover crack. The pump case was removed and the pump was disassembled. Evidence of moisture contamination was found throughout the pump including the keypad flex cable and the connector. The download of the pump's files failed due to the unresponsive pump. The keypad buttons and display were unable to be tested. The internal moisture damage was found to be the cause of the unresponsive pump.